Manufacturer narrative:
H10, h3, h6 the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The needle overmold assembly was bent. The suture with the two attached anchors was returned. The depth limiter button was not in the default position. The deployment needle was in the t2 position. A functional evaluation was conducted. The deployment needle slid normally, however it would not click back into the t1 position after cycling. He complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the fast fix t2 implant was deployed prematurely after the t1 deployment. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.